Event description:
It was reported the patient's left sided extension and implantable neurostimulator (ins) were removed due to infection. The lead was left in place. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 37085-60, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension. Product ID 3387s, lot# v835130, serial# implanted: explanted: product type lead. (B)(4).